Event description:
A fax was received from a distributor that stated "drager 05890, the system was broken after being used only once. The bag was filled with air." At this time, additional information has not been received from the end user to clarify this report. No pt injury or adverse event were reported.